Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain due to skin layers were thinning out and started to stretch apart at the ipg pocket site. It was noted to be swollen. The patient underwent a revision procedure wherein the ipg was relocated and replaced. No device malfunction was suspected. The patient was doing well postoperatively.